Event description:
It is reported that the chair seemed to not have been functioning and picking up uncontrollable speed down the stair way. There was patient involvement but no adverse consequences.

Manufacturer narrative:
Stair chair tracks. The unit was evaluated by the customer and returned to stryker.